Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s cgm did not connect to the ilet system, after which the patient experienced hyperglycemia and was hospitalized; the patient was treated in the emergency setting and admitted, received intravenous fluids and exogenous insulin, and subsequently transitioned to manual injections rather than resuming ilet use. Symptoms included diabetic ketoacidosis. Outcomes included recovery with discontinuation of ilet use. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of the hyperglycemic event. It was concluded that the cause of the event could not be determined.